Event description:
Mother inserted bivona 4.5 trach tube into trach site. She could not remove obturator. Child became cyanotic. He is hospitalized for pneumonia. Nurse gave oxygen and attended to child. The 4.5 unit was removed. A 4.0 trach tube was temporarily inserted. No problems with that obturator. The ent specialist was in attendance also. Then another 4.5 trach tube was inserted. Ent specialist tried removing obturator from the unit which had given trouble. When he did, the unit cracked. Hosp is not the owner of this device the child's mother is the owner.